Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was also reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Additionally, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose (bg) reached over 250 mg/dl while wearing the pod between 24 and 36 hours. After realizing elevated bg levels, patient was unsure if cannula had inserted in the infusion site. Upon removal, patient realized the needle had not retracted; this indicates a needle mechanism failure occurred.

Manufacturer narrative:
The device was received with the cannula assembly deployed and the needle failed to retract. Damage was found at the 90-degree bend of the formed needle, indicating improper installation; the formed needle was not seated in the slide retract. This improper seating caused the failure of the needle to retract. No evidence was found that would result in an improper insertion of the cannula; a root cause for the reported event could not be determined. Inspection of the device found no evidence that would result in a failure of the device to deliver insulin.